Event description:
It was reported that a spectrum pump had an error of 16% -. It was clarified that the percentage value listed was based on the results of the flow accuracy test. It was confirmed that the minus sign mean that pump delivered at a lower rate while positive sign mean pump delivered at a higher rate. It was stated, 'delivery rate was set to 200ml/hour, volume to be infuse (vtbi) was set to 50ml (collection vessel was a 60ml graduated cylinder). The pump % error was calculated by dividing the measured volume delivered by the programmed volume, such that pump serial number (B)(4) delivered 59 ml when programmed to deliver 50 ml'. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, flow accuracy of greater that 16% did not occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.